Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 25k fsi-sli-10s insert, the insert was heating up. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The returned insert received from the practice was tested in the qa lab for the complaint of the insert is getting hot. The inserts was inspected and found to be 100 % clogged. The insert was not tested for temperature due to being 100% clogged. After testing the insert it was found to have rust clogging the insert. The rust was removed and verified to have ample water flow, the insert was tested using a g-136 unit, the test unit # was (B)(4), thermometer ID # (B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). Water flow was set at 35 cc and a temperature of96.7 was recorded. In conclusion the complaint for the insert getting hot has failed for having no water flow caused by rust.